Manufacturer narrative:
Phone number removed from grid - failing electronic submission (B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report that the device has a service requires message. There was no reported patient involvement.